Event description:
Post operative x-ray revealed displaced hardware after t10 - s1 instrumentation. At s1, the head and locking cap came off the rod and the contralateral s1 construct detached from the rod. Pt underwent removal and revision of hardware.

Manufacturer narrative:
The device history record was reviewed and shows no discrepancies associated with this complaint. There is obvious damage to the dovetail feature of the locking cap but damage did not impede a function check of the dovetail. Device history record shows that 100% visual inspections were performed at the component level and assembly level prior to release.